Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) -the device was returned to the manufacturer, analyzed and subsequently tested out of specification. The device experienced high battery impedance.